Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the follow up CT demonstrated a left limb occlusion and right limb type ib endoleak. The aneurysm is currently 60 mm in diameter; the aorta at the renal artery is 32 mm in diameter and 15 mm in length with 70 degrees of angulation. The physician implanted an aui on the right and there was no intervention for the left limb. The right iliac limb type I endoleak was treated with an endurant limb, resolving the type ib endoleak. The physician did a femoral femoral bypass. The physician stated that the cause of the event was due to anatomy. No additional clinical sequelae were reported and the patient is fine.